Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that at the last follow up visit the clinic was concerned over possible premature battery depletion. Device data was sent for review. Upon review of the stored information, technical services (ts) noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frame up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to update b5 describe event or problem and h6 device codes with information and code that was inadvertently left off the initial report.

Event description:
It was reported that at the last follow up visit the clinic was concerned over possible premature battery depletion. Device data was sent for review. Upon review of the stored information, technical services (ts) noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frame up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Further information noted that the s-ICD estimated battery longevity decreased from 26 percent remaining to 13 percent in three months time frame. The device remains in service.